Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain a reading as the adc freestyle libre sensor detached from the adhesive after 10 days of wear. Customer further reported that at 2:00 a.m. On (B)(6) 2019, he experienced "sweating and hard time in breathing" and was unable to self-treat. Customer had contact with the healthcare provider who obtained a reading of 38 mg/dl on hcp meter and was treated with glucose gel. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned, an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kits was reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to obtain a reading as the adc freestyle libre sensor detached from the adhesive after 10 days of wear. Customer further reported that at 2:00 a.m. On (B)(6)2019, he experienced "sweating and hard time in breathing" and was unable to self-treat. Customer had contact with the healthcare provider who obtained a reading of 38 mg/dl on hcp meter and was treated with glucose gel. Based on the information provided, there was no report of death or permanent injury associated with this event.